Event description:
On (B)(6) 2009, patient reports that the vibration part of his infusion pump has something "rattling" inside of it. He states the noise is "obnoxious, it appears to be over-vibrating." The signal alarm was checked and is set to beep only. Patient states he noticed this odd vibration 2-3 months ago. No physiologic effect was reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.